Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damages consistant with mis-handling. An internal inspection found the main switch damaged and inoperable. The main gasket and the main board were replaced. This report has been closed as user mishandling of the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.